Manufacturer narrative:
Product event summary #(B)(4) the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5568, implantable pacing lead, (B)(6) 2003. (B)(4).

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that device reached recommended replacement time in less than five years. Early battery depletion was suspected. The device was explanted and was replaced. No patient complications have been reported as a result of this event.